Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. These events were observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: manufacturing date UDI will be provided after the evaluation is completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between february 24-27, 2024. H11: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection was performed and the reported issue of leakage was not easily identified. Functional leak testing of the companion sample was performed and no leaks were found. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.